Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displays intermittent generator frame sync errors and an x-ray disabled error message. Both errors were attributed to the same root cause. The result of which was a loss of fluoroscopy x-ray. There was no pt injury or death reported.